Event description:
A customer reported an issue with battery depletion. There was no reported impact to the customer's blood glucose level. Technical support could not calculate the battery depletion percentage because the necessary logs were not uploaded, and the case was subsequently closed.